Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the seal on the package did not seem to be stuck. Additional information provided by the customer indicated that the 'seal' was referred to the inner pouch seal. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported event of pouch seal (sterile barrier) is partially opened/unsealed.

Event description:
It was reported that at product opening the closure seal of the subject guidewire packaging was found to be unattached. Additional information received on 03 oct 2024 that inner pouch looked it might not be partially closed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.